Event description:
MDR report mw5189825: during administration of intravenous sedation for surgical removal of third molars, extravasation of propofol was noted in the area of the butterfly needle in the left antecubital fossa. The tegaderm bandage was removed, and it was observed that the wings of the butterfly were no longer attached to the 25g needle portion. The surgical case was terminated; the patient awoke from anesthesia and was transported to emergency department directly. Lot number is 220601, exel int 25gx3/4" scalp vein set, ref 26708 exp 5/1/27. The patient is presently undergoing diagnostic testing at the emergency department of (unknown). She will require retrieval of the fractured portion of the needle.

Manufacturer narrative:
(B)(4)